Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was low (40-50 mg/dl). Customer drank juice to treat low blood glucose. Customer's healthcare provider prescribed adjustment to basal rate setting to resolve the issue. Customer was not using the basal iq feature at the time of the event.